Event description:
The hcp reported that the pump was explanted several weeks after implant due to a "pocket infection". Drainage from the wound was noted. No other details were available at the time of this report. The pt was hospitalized for about one week for this event. A follow-up report will be sent if additional info becomes available.